Event description:
No additional information.

Manufacturer narrative:
Investigation result: one mz9279 sample was received in opened packaging from lot 24129140 for investigation, clear residual fluid was present throughout the set. The customer reported that "when connecting infusion, the infusion did not run. This worked when flushing manually, after reconnecting to the pump still no possibility for infusion. After taking another max zero (same lot number) the same problem returned. Only after opening another box with different lot numbers did the infusion want to run." Additional information stated that this occurred at the beginning of the infusion and it was connected to set. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The sample was subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe; no flow restriction was observed throughout testing. The sample was also subjected to testing using a bodyguard pump from bd stock whilst connected to a pca00001 set from bd stock, and subjected to infusion at various infusion rates; again, in all instances, no restriction or occlusion of flow was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24129140 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz9279 product.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector was occluded. The following information was provided by the initial reporter: now there has recently been a complaint from 1 customer who uses this piece for their pcea administrations. They have a problem with 1 lot nr 24129140 bd max zero mz9279. When connecting infusion, the infusion did not run. This worked when flushing manually, after reconnecting to the pump still no possibility for infusion. After taking another max zero (same lot number) the same problem returned. Only after opening another box with different lot numbers did the infusion want to run. When did the incident occur? - during use additional information received from the customer: was the device being used in/on patient when the issue occurred? This device here is a not used example but the same lotnr. They have tried it 4 times and the problem was always with this lotnr. They have given us all the rest of their stock. Was patient or user harmed? If yes, please explain. There was no pain management possible for a few minutes. This was in a situation of labour. Please confirm the number of products affected? All this lotnrs in the box, it was new opened please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? It was in a start up. This max zero is used at patient side please confirm the make and model of the connecting product(s) - both for manual flush and when it was connected to the pump? Pca00001 set in combination wit max zero please confirm what substance was being infused during the time of the event? Not known.